Manufacturer narrative:
The reported event occurred on a cobas 6800 analyzer (serial number: (B)(6)). The investigation determined that the cobas® mpx assay, including kit lot j11224, performed within specifications. The reported rate of unexpected reactive results (0.089%) was within the specificity claim of 99.91% (99.79% to 99.986%). A review of negative control performance for lot j11224 did not indicate a product issue. None of the 2,031 negative controls tested with this lot generated a reactive hiv result. Further analysis of four hiv initially reactive samples using hemi-nested pcr revealed that all were caused by non-specific amplification, a known phenomenon in pcr processes. Batch trend analysis and complaint history review did not identify any trends or issues related to the lot in question. Additionally, quality control data and worldwide customer data reviews supported the conclusion that the product was performing as intended. The device remained in operation at the customer site, and no product issue was identified. Customers are advised to follow best practices to minimize unexpected reactive results.

Event description:
The initial reporter alleged an increased rate of unexpected reactive results during the use of the kit cobas 58/68/8800 mpx 480t ivd assay on the cobas 6800 instrument. The customer reported 11 hiv and 2 hepatitis b virus (hbv) unexpected reactive results out of 14,544 tested donors, resulting in a rate of 0.089%.